Event description:
The bench technician found a loss of audio on the mx40 telemetry device. The device was not in use on a patient. The issue was identified by the biomed when the device was being put into service.